Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis, vomiting, and high blood glucose over 600mg/dl. The customer stated that while being at the hospital the insulin pump was disconnected and the battery was removed. Assisted the customer on setting the time and date. The customer stated that she cannot see and will revert to back up plan. No further info was provided.